Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual inspection of the returned instrument found it to exhibit signs of repeated use nicked / gouged and the medial feature of the instrument has fractured off. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the surgeon heard a crack after changing the middle shim during trialing. He realized the bottom tasp had broken in half. The surgeon didn¿t have a problem changing the middle shim prior to breakage and didn¿t have difficulties bending the knee. All pieces of the broken piece were accounted for. There was no delay and no consequences or impact to the patient.